Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. This report is being filed on an international product, list number: 192-000j that has a similar product distributed in the us, list number: 192-000. The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported five (5) false positive results with the ID now covid-19 2.0 assay test performed on unknown dates and on an unknown sample type. This MFR. Report addresses test four (4) of five (5). Additional testing (pcr or antigen test kit, customer did not specify for each patient) was performed which generated negative results. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Corrected data: h6 - component code. B3: the date indicated is an approximation as the exact event date was not provided. This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported five (5) false positive results with the ID now covid-19 2.0 assay test performed on unknown dates and on an unknown sample type. This MFR. Report addresses test four (4) of five (5). Additional testing (pcr or antigen test kit, customer did not specify for each patient) was performed which generated negative results. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. No additional patient information, including treatment and outcome, was provided.